Event description:
Distal embolization occurred during the carotid stenting procedure. The physician administered antithrombotic drug, but this treatment caused cranial hemorrhaging. The pt was male. The target lesion ws carotid artery (no further detail is reported). There is no info regarding the target lesion characteristics. The pt is recovering. Please note that additional info has been requested and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt.